Manufacturer narrative:
This report is currently being investigated. In the event that additional information is obtained, a supplemental report will be issue. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a backup battery failure alarmed while connected to the alternating current (a/c) source. The device was being used on a patient at the time of the event. The patient was manually ventilated while an alternate ventilator was being set-up for use. There was no report of patient injuries.